Manufacturer narrative:
Physio-control is continuing to investigate the reported incident. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During acceptance testing, the device did not recognize the therapy cable when it was connected. There was no patient use associated with the report.